Event description:
The customer reported that they were unable to acquire leads ECG.

Manufacturer narrative:
On 10/13/2009, the device was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The leads and trunk cable were not available for evaluation. On (B) (6) 2009, the customer stated that replacing the leads ECG and the trunk cable resolved the reported symptom.